Event description:
It was reported that caller accidentally delivered too much insulin by completing fill tubing step while still connected to pump, which led to an accidental insulin delivery issue. Customer¿s lowest reported blood glucose level related to incident was 54 mg/dL. Customer went to emergency room, received carbohydrates and glucagon, and issue was resolved with no reported injury or permanent damage. Customer was discharged the same day. Technical Support advised caller to always follow pump screen prompts, to continue to monitor blood glucose, and to follow up with healthcare provider as needed.

Manufacturer narrative:
Per Tandem Diabetes Care User Guide: NEVER fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low BG) events.In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.